Event description:
The original report was as follows; an ins8400 accu drain without an anti reflux value had two (2) leur connections that were bonded. Additional info received confirmed the following info; the accudrain was inserted on (B)(6) 2012. On (B)(6) 2012, cerebrospinal fluid was found draining on the pt's pillow. The unit was revised. The pt did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.